Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient contracted peritonitis. The nurse stated the patient wasn't sticking to procedure and it was caused by touch contamination. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient was diagnosed with peritonitis (unknown signs/symptoms). Pd effluent cultures were obtained and resulted positive for pseudomonas putida. The cause of the peritonitis was attributed to touch contamination. The patient had been having ongoing touch contamination issues leading up to the peritonitis. The patient was prescribed intraperitoneal (ip) antibiotics with vancomycin and ceftazidime (dose, frequency, and duration unknown). The patient ended up taking one dose of the antibiotics before being hospitalized on an unrelated diagnosis. No further information related to the peritonitis was provided. Rn (B)(6) stated pt contracted peritonitis. She stated pt wasn't sticking to procedure and it was touch contamination.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the adverse event and the use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The pdrn reported the cause of the peritonitis is touch contamination which was an ongoing issue with this patient. Most pd-related peritonitis cases are a result of touch contamination when the patient or caregiver breaks sterile technique and contaminates the pd catheter or connections. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contracted peritonitis. The nurse stated the patient wasn't sticking to procedure and it was caused by touch contamination. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient was diagnosed with peritonitis (unknown signs/symptoms). Pd effluent cultures were obtained and resulted positive for pseudomonas putida. The cause of the peritonitis was attributed to touch contamination. The patient had been having ongoing touch contamination issues leading up to the peritonitis. The patient was prescribed intraperitoneal (ip) antibiotics with vancomycin and ceftazidime (dose, frequency, and duration unknown). The patient ended up taking one dose of the antibiotics before being hospitalized on an unrelated diagnosis. No further information related to the peritonitis was provided. Rn danielle stated pt contracted peritonitis. She stated pt wasn't sticking to procedure and it was touch contamination.